Manufacturer narrative:
Philips has investigated this complaint. The customer reported an issue where the system was unable to emit x-rays. However, there was limited information available regarding the specifics of the issue beyond the customer's report. Philips provided a service quotation to the customer, but the quotation was not accepted. Since the quotation was not accepted, no service has been performed by philips. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to emit x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.